Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported to the food and drug administration that they had a severe low three weeks prior to the report. The customer was on their third insulin pump in less than a month with the same issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump delivered insulin without their input. The customer¿s blood glucose level was 125 mg/dl at the time of the incident. The customer stated this was the second pump in 3 weeks which over delivered. The customer stated they had been experiencing lows for weeks. The customer was going to use food to treat their low. The customer was wearing the pump at the time of the incident. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.